Manufacturer narrative:
This report is submitted on august 15, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : device not returned to manufacturer.

Event description:
Per the clinic, the patient experienced pain and migration of the receiver-stimulator; subsequently the receiver-stimulator was explanted on (B)(6) 2016 and the electrode array was left insitu.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed august 30, 2016. (B)(4).